Event description:
New information received notes the patient was asymptomatic, the right ventricular (rv) lead's capture thresholds were high since 2019, oversensing was observed and programming changes to decay delay and threshold start was performed in 2021. Additional programming changes to pulse amplitude and width were completed, the pacing impedance was high, the patient was pending a chest x-ray, there were no changes in patient condition.

Event description:
It was reported that an erratic jump in impedance as well as high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was connected to a non-abbott device. The patient had recently had an atrial fibrillation (af) ablation procedure, and this was suspected to have contributed to the jump in impedance. A full lead assessment was recommended. A follow up was to be arranged by the clinician.

Event description:
New information received notes no chest x-ray was completed; the rv lead was just being observed. There were no reported patient consequences or changes to patient condition.